Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported the screen came up with a vent fail and the doctor could only use manual ventilation. There was no injury to the patient reported.

Event description:
Please refer to the initial report.

Manufacturer narrative:
On-site, the dispatched technician checked the apollo in question and the device did not exhibit malfunctions and passed all tests. Based on the analysis of the electronic device logfile, the reported case could be reconstructed and no indications for a device malfunction were found. The operation was started at 1:33pm. Just from the beginning, a fresh gas deficit, obviously caused by a circuit leak, was detected and alarmed accordingly with ¿fg low or leak¿. The unit further alarmed repeatedly ¿pinsp not attained¿. In the following minutes, negative airway pressures were detected sporadically, indicating spontaneous breathing effort of the patient. At 1:38pm, a too fast and too high pressure increase was detected leading to an unexpected positive pressure peak and ¿pressure high¿ was alarmed. According to its safety concept, the ventilator performed an emergency shutdown while autonomously changing the mode to man/spont and generating the ¿ventilator fail¿ alarm. Using manual ventilation and monitoring mode, the operation could be continued until the case was finished at 1:48pm. Dräger finally concludes, that the device responded as specified upon the detected pressure peak, possibly caused by the patient coughing.